Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition unknown.

Event description:
It was reported that the patient had an ankle replacement procedure on (B)(6) 2022. Allegedly, the surgeon did not put sutures in the middle center of the wound. The wound has opened and her tendon is exposed. The patient presented on (B)(6) 2023 and was informed that the patient's wound was infected. The patient underwent irrigation and debridement on the next day on (B)(6) 2023. After that the patient saw infection disease specialist on (B)(6) 2023 and was told that the patient could insert the PICC/IV line at home. On (B)(6) 2023 sutures were removed in the physician's office. The next day the patient woke up and there was liquid are the ankle and the tendon was exposed. On (B)(6) 2023 the patient went to wound care specialist. No further action was taken. The patient has pain in the heel. The patient went into the emergency room on (B)(6) 2023 and on (B)(6) 2023 all the ankle replacement hardware and hardware installed in 1988 for osteoarthritis were removed and a PICC line was inserted.